Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient at check in reported marked true to excessive bleeding, inflammation, blisters, gingivitis, sensitivity, not fitting, loose, sensitivity. There is no further information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.